Event description:
Attempted to use this power injector with a dual lumen catheter to perform a left ventricle (lv) injection. Injector gave an error message when injection was attempted. Pounds per square inch (psi) was increased from 600 to 1000. At 1000 psi, injection was successful, however the plastic syringe in the injector cracked, leaking blood and contrast on the floor and all over the machine. The tip of the 150ml syringe separated from the main body during the injection. Three hairline vertical cracks were also found approximately 2-3" in length. The syringe is rated to withstand a pressure of up to 1200 psi. The contrast injector was checked by the service representative after the incident and no problems were found that would cause syringe to separate. Materials management pulled all of the same lot numbers off their inventory and the syringe was sent to the manufacturer for evaluation.